Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument exhibited an unspecified issue. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No further information provided. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. During initial investigation. The instrument was noted to be not fully functional as it released intermittent energy during several attempts while at a pitch position. Further investigation of the instrument confirmed that the instrument intermittently failed electrical continuity testing. The instrument was disassembled by the failure analysis engineer (fae), the conductor wire was cut just behind the wrist of the instrument. Electrical continuity was again performed and was observed on both ends. Fae applied tension to the conductor wire connected to the grips, and this resulted in failed electrical continuity. Fae noted that during application of tension, the broken conductor wire came out and was revealed. The conductor wire was likely already broken but still connected resulting in the intermittent energy delivery and continuity. The root cause of this failure is attributed to a component failure. A review of the instrument log for the maryland bipolar forceps instrument lot# k13220201 0677 associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 and no logged usage on the reported event date of (B)(6) 2022. The instrument has 11 remaining usable lives with no subsequent use recorded after (B)(6) 2022. Based on the additional information obtained from advanced failure analysis investigation, this complaint has changed to a reportable malfunction due to the following conclusion: fae identified that the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.